Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure the patient's pressure dropped immediately after the 29mm sapien 3 ultra resilia valve was deployed with nominal volume. An annular rupture was confirmed. A sternotomy was performed, the patient was placed on central ECMO, and the rupture was repaired. During the repair the thv was removed and replaced with a surgical heart valve. The patient was extubated, talking, and stable at the end of the case. Per medical records received, just prior to deployment a premature ventricular contraction pushed back the delivery system, adjustment was made and the valve was deployed. The pacer was disconnected but the blood pressure did not recover. Chest compressions were started an a pericardial drain was placed with bright red blood aspirated. The patient was taken to the operating room for emergency sternotomy. The sapien 3 valve was explanted and an aortic annular rupture was discovered. Per the surgeon's findings, there was a 6cm longitudinal laceration/rupture extending below the left main coronary artery through the base of the left annulus, extending down the left ventricle towards the posterior papillary muscle. The injury was repaired with pledgetted sutures. A 21mm aortic valve placed successfully. The patient tolerated the procedure well.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the annular rupture but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.